Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was isolated to the shorted u604 and 3.3v components on the computer/analog pca board. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.